Event description:
The lay user/pt contacted lifescan alleging that the one touch ultralink meter read inaccurately low. The customer care advocate walked the lay user through the troubleshooting and found out the following: pt was using incorrect testing techniques, the meter was set to the correct unit of measure, the meter reading of "76mg/dl" was verified in the meter's memory. The pt was tested on a non-lifescan meter and obtained a reading of "176 mg/dl". The readings of "76mg/dl and 176 mg/dl" were obtained 10 mins apart. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl, there by indicating a potential malfunction of the meter in terms of precision. During the troubleshooting, the cca walked through the control solution test and the results fell inside the specified control solution range. However, the pt did not have the same vial of alleged test strips to check the control solution test. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.